Event description:
Customer reported positive results for urobilinogen on the instrument. She stated that her instrument is reporting a 2.0 for urobilinogen on every patient sample. There was no report of injury for this event.

Manufacturer narrative:
Based on observations by the customer, siemens determined that the urine strips had degraded. This was determined based on a visual confirmation of the urobilinogen pad turning brown with a confirmed negative sample and the leukocyte pad of an unused strip was pink, which is also indicative of a degraded strip. Customer was being provided with new strips. Instrument is performing as intended.